Manufacturer narrative:
The device was evaluated by the manufacturer. The manufacturer found the battery contacts to be broken not allowing the 9 volt battery to be inserted into the device. The device would not operate on battery power but would operate as designed on ac power. A failure of the pressure alarm would not affect any connected device's primary alarms or function. The connected device (the ventilator) would continue to provide therapy and audibly alarm as designed.

Event description:
The manufacturer received information alleging a pressure alarm was not working properly when connected to a ventilator. There was no report of harm or injury.